Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow up, where a mobile, pedunculated thrombus on the face of the 27mm watchman flx closure device was identified. The patient was placed on oral anticoagulation and aspirin.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.